Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed a hematoma (at the new ipg site), following an ipg replacement procedure (reference MFR. Report#: 1627487-2016-02518). It was also reported the patient experienced swelling and was admitted to the hospital on (B)(6) 2016. In addition, the patient underwent surgical intervention on (B)(6) 2016, to remove the hematoma at the ipg site. The patient did not have any other symptoms related to the hematoma. The patient remained in the hospital for 3 days and reported he is now "doing fine".